Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to patient anatomy (thin leaflets). The reported recurrent mr was a cascading event of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024 a second mitraclip intervention was performed on a degenerative mitral regurgitation (mr) patient with thin leaflets and a prolapse posterior leaflet. The original case was performed on (B)(6) 2023, with one xtw implanted to reduce the mr from grade 4 to 1. At the last follow-up appointment a single leaflet device attachment (slda) was observed, the posterior leaflet was detached, and mr was increased to grade 4+. It was decided to perform a new mitraclip procedure to stabilize the slda and reduce the mr. A mitraclip xtw was implanted lateral to the slda in a2-p2 position (anterior and posterior leaflet segments 2). Leaflet insertion assessment was confirmed and deployment of the clip according to IFU (instruction for use). The final mr was grade 1+. There were no adverse patient sequelae.